Manufacturer narrative:
(B)(4).

Event description:
It was reported that a company representative was unable to interrogate a patient's device. The company representative had used his programming system in the o.r the day before the event and had no issues. The tablet wasn't plugged in, the 9 volt wand battery was changed, and confirmed to be good. He used the physician's programming system and was able to successfully interrogate the patient's device. Later, he tried to interrogate his demo generator and was unsuccessful. The usb serial data cable was changed and he was able to successfully program his demo generator. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection. The usb serial data cable was discarded. Additional relevant information has not been received to-date.